Manufacturer narrative:
It was reported that, before use, it was confirmed that the dressing was trapped in the sealing part of the pouch. A backup was available. No injury or other complications were reported. The sample has been returned for evaluation, confirmed a relationship with the product and the reported event, a supplied attached image confirms the reported event, visual inspection - observed dressing trapped in seal, a probable root cause for this complaint is human error during the quality inspection phase. The line on which these dressings are produced will stop in the event that a quality issue is identified, at which point the line should be cleared of any potentially affected dressings. It is possible that the reported dressing(s) have been missed by the operator during this line clearance and subsequently packaged along with unaffected dressings. Strict quality checks remain in place to minimise the likelihood of re-occurrence(s) of this issue. Complaint history review: a review revealed a very small number of similar instances to the reported event in the last 12 months. There is nothing to suggest that this is outside of acceptable rates of occurrence. The manufacturing records show no contributory factors relating to the reported event, confirming that the device was released according to the final product specification, with no non-conformances or deviations associated with this lot. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, before use, it was confirmed that the dressing was trapped in the sealing part of the pouch. A backup was available. No injury or other complications were reported.

Manufacturer narrative:
Internal reference number (B)(4).